Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the misalignment in the touch position was confirmed. A calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a misalignment in the touch panel. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the touch panel was adjusted, but the misalignment could not be resolved. The customer reported that the area below the switch section near ipap (inspiratory positive airway pressure) and rate could be recognized. The investigation is ongoing.